Event description:
It was reported that the pdm battery charger became so hot that it burned the patient's hand. The patient went to the urgent care to receive medical attention. For treatment, the patient was given alocane at 800 mg, to use it once every 8 hours. No further details to report. The patient was discharged after 2 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.